Event description:
It was reported that non sustained right ventricular oversensing caused by mechanical noise with t waves was observed on the right ventricular (rv) lead. The noise could not be reproduced with isometric testing or deep breathing. Programming changes were made. The patient was awaiting an unrelated procedure for ablation to address atrial fibrillation and the rv lead was to be re-assessed during or after that procedure. There were no patient consequences.